Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer received no delivery alarms during a fixed prime. The customer's blood glucose was unknown. Troubleshooting was done. Asked customer to deliver 5 units of insulin via fill cannula. The customer stated that the insulin did not exit. The customer changed the infusion set after, and insulin was then able to exit after a prime. Advised customer that the insulin pump was working as designed. The customer afterwards stated that insulin did not exit the infusion set even after changing the reservoir. Advised customer to revert to a back-up plan and advised customer that a replacement insulin pump would be sent. Asked customer to return the insulin pump for analysis. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.